Event description:
1 of 3 reports: same failure. Different patients. Other mfg report numbers: 2648988-2022-00002. 2648988-2022-00003. A facility reported three occurrences of burns on infants greater than 28 weeks. The patients were not under phototherapy on extremities touched by biopatch. It was a first time use of biopatch and the skin preparation was with chlorhexidine followed by saline wipe and allowed to dry. The patient has no skin infection, no known allergies and biopatch was just in place for one day. There was a skin breakdown at site, sloughing of skin and serosanguinous drainage. Medical staff applied a skin barrier wipe and left open to air. The patient¿s condition at the time of the report is stable, with healing area of breakdown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Biopatch was not returned for evaluation; however, retain samples were evaluated: DHR - no anomaly was observed that could be related to the reported condition. Fg lot retain samples were visually inspected and no defect was observed in sponges¿ appearance, sealing area, or packaging that could have compromised the product quality. Failure analysis - no failure analysis is possible at this moment because no unit has been received for evaluation. Since the units were used, it is most likely that these will not be returned for evaluation. Also, no photos were provided to evidence the reported condition; therefore, the complaint cannot be confirmed. Retain samples retained by manufacturer were examined. Product visual inspection results: one hundred (100) units were inspected. No defect/anomaly was observed in any of the sponges¿ appearance, sealing area, or packaging. Root cause: additional information reported prematurity. The safety and effectiveness of biopatch has not been established in children under 16 years of age; however, the IFU also has a warning stating not to use biopatch on premature infants and that the use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. Also, from complaint information it is gathered that the infant was under phototherapy, this could be for the treatment of hyperbilirubinemia in a newborn or to treat some types of skin conditions (it is unknown why phototherapy was required in this case). There is no information regarding if the infant was screened for chlorhexidine gluconate (chg) sensitivity. Additional information received: 1. What was the lot number of the biopatch used? 4631714. 2. Was this biopatch from a kit? No the biopatch was single use free standing. 3. Was this the first time use on the patient? Yes this was first time use. 4. What type of skin prep was used under the dressing? Chlorhexidine followed by saline wipe and allowed to dry. 5. Was the skin prep allow to dry? Yes. 6. Does the patient have any other infections of the skin? No. 7. How long was the biopatch in place? 1 day. 8. How much drainage was there from the insertion site? Scant serosanguinous drainage. 9. Does this patient have any known allergies? No known allergies. 10. Can you describe the appearance of the reaction? Skin breakdown at site, sloughing of skin and serosanguinous drainage. 11. What medical intervention was indicated / provided? Applied skin barrier wipe and left open to air. 12. What is the gender and weight of the patient? 13. Do you have any pictures of the reactions for our review? No photos taken. 14. Does the patient have any other medical conditions? Prematurity. 15. What is the current condition of the patient? Stable, with healing area of breakdown. 16. What is the surgeon¿s opinion of the contributing factors of the reaction? No surgery consult required or performed.